Event description:
It was reported that the defibrillator failed the operational check with an equipment disabled error - equipment does not recognize the external paddles. There was reportedly no patient involvement.